Event description:
The catheter had been placed for left pneumothorax. Shortly after placement, noted an unusual sound from placement site and removed dressing. Noted piece of catheter had broke off, had to be retrieved via thoracoscopy.

Manufacturer narrative:
Further discussion with the user facility revealed the lot number info initially provided was incorrect. See below for the following corrections to the medwatch report: d5. Expiration date is unknown as lot number info is not known, packaging had been destroyed. H4. Device MFR date is unknown as lot number info is not known. No additional info was provided to assist in our evaluation of this event. The evaluation stands.